Manufacturer narrative:
Pump passed operating current, unexpected restart error test, displacement test but compromised force sensor system alarmed during the basic occlusion test due to loose protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked belt clip slot, missing end cap sticker, cracked case reservoir tube window corner and broken battery tube threads.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the battery compartment was damaged and missing piece. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would be replaced and returned for analysis. The customer mentioned having received email about drive support cap issues with their pump.

Manufacturer narrative:
The date of this report provided in the initial report was incorrect. The corrected data will be provided in this report.